Manufacturer narrative:
On (B)(6) 2017: during follow-up, contact reported that ¿everything was fine.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 323 mg/dl. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The contact changed the customer's infusion set and another occlusion alarm declared. Tandem technical support attempted to follow up with the customer multiple times; however, no additional information regarding this event was provided.